Event description:
It was reported that during the procedure in the diagonal coronary artery, after performing pre-dilatation with a 1.5 non-abbott balloon dilatation catheter, a 2.25x12 rx xience prime drug-eluting stent delivery system was advanced in a non-abbott guide catheter, but became stuck in the guide catheter. The xience prime was removed from the anatomy, and retracted from the guide catheter with great resistance. After removal from the guide catheter, several stent struts were observed to be flared. Another non-abbott stent delivery system, along with another non-abbott guide catheter was successfully used to treat the target lesion. There were no patient effects no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors which may contribute to resistance with a guiding catheter include but are not limited to, damage to the device, damage to the guiding catheter, size selection, anatomical condition, and/or procedural technique. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions and quality of all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is likely that the stent became damaged as a result of interactions with the guiding catheter, which subsequently led to resistance advancing and withdrawing the device. A review of the lot history record did not reveal any related nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for guiding catheter resistance or stent damage. There is no indication of a product deficiency.